Event description:
On 2/28/2023, it was reported by a arthrex employee via (B)(4) that an ar-8704 suturelasso loop was already torn when the surgeon tried to use it. This was discovered during a procedure on (B)(6) 2023 with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Visual evaluation noted that one side of the closed wire loop suture was broken. The cause remains a use error. Functional testing was not performed due to the damage to the suture wire.